Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture grade iii, rupture.

Event description:
Healthcare provider reported via nbir a right side "capsular contracture baker grade iii, suspected/actual rupture, change shape/size/style". The device has been explanted.